Manufacturer narrative:
(B) (4).

Event description:
It was reported that after the treatment therapy, the pt had several "sexual dysfunction" which were still present. He also had severe post-operative bleeding that had subsided. Unable to follow-up with the contact info provided hence no additional info was obtained.